Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the amplatz goose neck snare kit and the amplatz goose neck microsnare kit. Survey results from a cardiac, vascular thoracic surgeon in practice 13 years: physician has been using medtronic¿s amplatz goose neck snare kit and amplatz microsnare kit since 2017, using a total of 15 amplatz goose neck snare kits and 24 amplatz goose neck microsnare kits in the last year. Of the amplatz goose neck microsnare kits used, 5 were used during peripheral vascular procedures, 20 were used during coronary vascular procedures and 5 were used during extra-cranial neurovascular procedures during use of the amplatz goose neck snare kit in the arterial vasculature and venous vasculature, no complications were reported. Complications reported during use of the device were reported as post op infection on second day (3 patients), lengthened procedure due to staffing (2 patients), vessel damage during manipulation (3 patients), and vessel perforation during manipulation (4 patients). During use of the amplatz goose neck snare kit, there is one event reported with stripping fibrin sheath from an indwelling catheter resulting in catheter damage on small-bore catheter reported as an interoperative complication. During use of the amplatz goose neck microsnare kit in the arterial vasculature, venous vasculature, coronary vasculature and extra-cranial neuro-vasculature no complications were reported. Complications reported during use of the device were reported as device entrapment between two devices (2 patients), post op infection on second day (1 patients), vessel damage during manipulation (2 patients), and vessel perforation during manipulation (1 patients) of the above complications (adverse events), some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting.